Event description:
It was reported that, during the surgery, when the surgeon was punching the tibial punch, the peg of base plate was broken. The surgeon immediately removed the broken peg from the patient. The patient did not receive any health damage in this event.

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.